Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized two years ago with high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of admission. The customer reported they experienced diabetic ketoacidosis as a result. The customer stated they felt sick prior to being hospitalized. Customer also believed their hospitalization was caused by bad insulin. The customer was hospitalized for two days and released. The customer stated the insulin pump was removed from their body when they were admitted. Customer's current blood glucose was 145 mg/dl. The insulin pump will not be returned for analysis.